Manufacturer narrative:
9733856: work order passed. No fault/failure found. 9735585: the product was returned and there was insufficient information to determine the cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being during a cranial biopsy procedure. It was reported that the user was in a biopsy case when she locked the trajectory and showed the biopsy needle to the camera and the views switched from guidance and trajectory views to the orthogonal views which cannot be used when tracking the biopsy needle. She noted that the tip stop point was displaying in the bottom left of the screen with the orthogonal views, but when she cycled views to the trajectories and guidance the "tip stop point" metric disappeared. This occurred intra/peri-operatively with 15 minutes delay to surgical time. There was no reported impact on patient outcome.